Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he patient experienced a pericardial effusion, cardiac tamponade, and perforation. The right ventricular (rv) lead was suspected of perforating through the rv apex. An effusion drain was placed and the lead was later explanted. The patient waived use of cardiac surgery backup and does not wish to have further surgical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.